Event description:
It was reported that the patient underwent a revision procedure due to the device not working properly as the cuff did not close completely resulting from fluid loss with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted and a new aus cuff, pump, and balloon was implanted. The patient was fine following the procedure.

Manufacturer narrative:
Device analysis: the returned device was analyzed and the reported allegations of fluid leak and inflation issue could not be confirmed. Based on a review of all available information, the cause of the reported event could not be determined. Based on this investigation, the investigation conclusion code of cause not established was chosen because the reported events could not be confirmed or substantiated through investigation of the cuff component. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the patient underwent a revision procedure due to the device not working properly as the cuff did not close completely resulting from fluid loss with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted and a new aus cuff, pump, and balloon was implanted. The patient was fine following the procedure.